Manufacturer narrative:
Device sample has not been received by manufacturer in time for this report.

Event description:
The complaint was reported as: complaint alleges: it was reported that "when used on a patient during laparoscopic nephrectomy did not take the clips and when the clips should be applied the jaw went off on the opposite direction. The staff discovered that it was not right they took the applier out of use. There was no injury."